Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient discontinued use of the omnipod 5 system, stating he has returned to multiple daily injections (mdi) because he finds the system too complicated to understand. The patient reported that he went to the emergency room on (B)(6) 2026, and stated he is ¿doing a lot better¿ on mdi. The patient declined to answer any medical event related questions. There was no information provided regarding symptoms, diagnosis, or treatment during the emergency room visit.